Event description:
It was reported that the customer requested and received a bolus. Customer's blood glucose level lowered (85 mg/dl). Customer wanted to temporarily stop insulin delivery. During troubleshooting with tandem technical support, customer set a temp rate to address the issue.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.